Manufacturer narrative:
Citation: santos, áfrica duque, et al. "Descending aorta rupture after transcatheter aortic valve embolization." Annals of vascular surgery (2018). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the embolization and sub sequent aortic dissection and rupture is unknown with the limited information provided.  However, the embolization may be due to valve under sizing and/or improper expansion.  The aortic dissection and rupture may be due patient factors not provided (e.g. Thin wall) and/or procedural factors (device manipulation, improper stent graft positioning).  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per by the edwards european affiliate, per article "descending aorta rupture after transcatheter aortic valve embolization". During a transfemoral tavr case, the sapien 3 26mm valve was deployed. At the end of procedure, tee showed valve embolization into the ascending aorta. The valve was recaptured and pulled through the aortic arch to reposition it into the descending thoracic aorta. Shortly after, the patient had a hemodynamic collapse. Tee showed an aortic arch dissection and descending thoracic aorta rupture with a massive left hemothorax. A stent graft was deployed in the medium descending thoracic aorta, passing through the migrated valve. The patient recovered but required several blood transfusions and a left chest drainage. Two days later, the patient suddenly experienced a massive bloody drain by the thoracic drainage associated with severe hypotension and an urgent proximal thoracic endograft deployment was performed. On day 25, the patient was extubated and finally discharged home on day 50 after the initial procedure. One year later, the patient is still under functional rehabilitation.